Manufacturer narrative:
The device was manufactured between 05/15/2018 and 05/17/2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. .

Event description:
It was reported that a 2000 ml (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the administration port. This was identified during set up. There was no patient involvement. No additional information is available.